Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to a high blood glucose level. The customer went into a diabetic ketoacidosis. She was in intensive care unit for three days. Her blood glucose level was over 900 mg/dl. She was administered insulin drip and IV for hydration. The customer was wearing her insulin pump at the time of hospitalization. She also received a no delivery alarm but did not hear it because she was sleeping. Her most recent blood glucose level was 544 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.